Event description:
In december 2005 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter would not power on. The pt reported that on a day at the beginning of the week of december 2005 (the pt was unable to specify) she experienced symptoms of hyperglycemia such as hunger, increased urination and bad headaches. The pt attempted to test her blood glucose but the reported meter would not power on. The pt had no backup meter. The pt's family member took her to the emergency room, where her blood glucose level was 579 mg/dl. The pt was treated with intravenous insulin and was discharged sometime later; she was not admitted to the hosp. During her stay in the emergency room, the pt was given a one touch surestep meter by her diabetes educator. The pt reported she tested her blood glucose using the surestep meter the next day and obtained a result of 539 mg/dl. The pt stated her diabetes is not under control, and her dr has been adjusting her insulin regimen. Following the reported incident, the pt's regimen was adjusted to humalog insulin 40 units before breakfast, 35 units before lunch and 35 units before dinner; and lantus insulin 40 units before bedtime. The pt is not on a sliding scale for her insuin. The pt reported she did take her normal dose of insulin on the day of the incident. The pt stated she has been hyperglycemic before, and experienced the same symptoms of hunger, increased urination and headache. The pt stated she had purchased the reported meter in july 2005, but had not started using it again until shortly before the week of the event. She stated she was able to successfully test her blood glucose levels for an unspecified time before the reported event. The customer care advocate determined during the troubleshooting call that the meter's battery was less than one year old, was correctly installed and the pt was using the correct test strips. The meter, test strips and control solution were replaced. The incident is being reported due to the pt was experiencing hyperglycemic symptoms, she was unable to test her blood glucose level, and had to be treated with insulin at the hosp emergency room.